Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 405 mg/dl at the time of incident. Customer reported getting sensor updating in the last 5 days and had gone 2 sensors since then and had high blood glucose. The customer was using the auto mode feature. The insulin pump will not be returned for analysis.